Event description:
It was reported that a ventilator became inoperable. The ventilator was not being used on a patient at the time of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight pcbs which resolved the reported issue. No parts are expected to be returned. The cse uploaded the current software revision to the ventilator. The ventilator passed short self tests (sst), extended self tests (est), calibrations, and performance verifications according to manufacture's specifications at the time of service.